Event description:
This information **omitted information about pe (B)(4) - lead issues, ins dead and pe (B)(4) ins - not recording, lead revised** was sent in error.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# j0357416v, implanted: (B)(6) 2004, product type: lead.

Event description:
The health care professional reported that the patient had an interstim wire with the stimulator placed in the right buttocks which was no longer working. Further information from the hcp reported that the tined portion of the lead was not removed. The remaining portion of the wire, however, was removed. The patient tolerated the procedure and was brought to stable condition. The patient was indicated for urinary dysfunction/ sacral nerve stim. Omitted information about pe (B)(4) lead issues, ins dead and pe (B)(4) ins not recording, lead revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.